Event description:
It was reported that the customer was hospitalize due to high blood glucose. The customer stated that they checked their blood glucose and it was 500 mg/dl, but by the time they got to the hospital it was 700 mg/dl. At the time of the phone call their blood glucose was 345 mg/dl, which was treated with manual injection. The customer was lethargic and sleepy. They called the paramedics. At the hospital, they were treated with drips the first day, and the next two days with shots. A day prior to the hospitalization the customer had called for assistance with programming their insulin pump, and they were wearing the device at the time of the hospitalization. Troubleshooting was performed and everything was within specification. The date and the time were incorrect and assistance was provided to correct it. The customer stated that they were becoming very confused and did not want to continue troubleshooting. They stated that they will ask their doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.